Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient is part of the prospective multicenter manta vascular closure device ultrasound guided closure study. Patient reported to have a vessel dissection that the physician reported a casual/definite relationship to manta, not related to tavr procedure. The vessel dissection was treated with balloon angioplasty and manual compression. The adverse event was resolved without sequelae on 31aug2022. Additional information on 07sept2022: during a tavr procedure on (B)(6) 2022, access was obtained under ultrasound guidance in the right cfa. The vessel size measured 6.3mm with no visible calcification or tortuosity per baseline cta. The measured manta depth was 4cm. There were no issues with advancing or withdrawing procedure sheaths during the tavr case. Prior manta deployment, the sbp was 172mmhg, the act was 173, and 35mg of protamine and heparin were administered intravenously. The manta was deployed at 4cm + 1cm. Time to hemostasis is unknown, but approximately 15 mins from withdrawal of manta sheath to patent artery via angiogram. The post deployment angiogram revealed a dissection, and the last angiogram was patent. The patient's condition was reported as fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted. Following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 6.3mm with a depth measurement of 4cm + 1cm. Following deployment, time to hemostasis was approximately fifteen minutes. A post deployment angiogram revealed a dissection. Balloon angioplasty and manual compressions were applied to treat the dissection and resolved without sequelae. A follow-up angiogram indicated a patent vessel. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta device. There is believed to be no device failure as hemostasis was achieved at the access site at the time of the procedure, and procedure outcome was completed with the manta device. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.